Event description:
It was reported that during an attempt to pair a sensor with the ilet, the display went blank with only the backlight visible, and after a restart, the screen showed horizontal lines across the display, consistent with a device display malfunction affecting screen visibility. Symptoms included no clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included user guidance to restart, review of device performance, and replacement of the affected unit. Investigation of the returned device revealed no display failure consistent with a malfunction of the screen/display component with loss of visible content despite backlighting. This investigation concludes that no fault was found.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.